Event description:
It was reported that the gastrointestinal videoscope light guide had a burn during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a foreign body was found inside the air/water tube in the control unit. Based on the results of the investigation, it is likely component failure led to the malfunction and the cause for light guide burn could not be established, a definitive root cause of the malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.